Event description:
It was reported per article of interest literature review that a 96-year-old female with a history of sinus node dysfunction for which a boston scientific ingenio dual chamber pacemaker was implanted in 2001, with the last generator change in 2014 and last documented device interrogation in 2016 quoting battery life of 2.5 years, was admitted to the hospital after an unwitnessed fall in the bathroom. CT head demonstrated a subdural hemorrhage with a 3 millimeter midline shift for which she did not require surgical intervention per neurosurgery team evaluation. She was found to be confused with episodes of significant sinus bradycardia during which her rate dropped around the low 40s bpm while awake. Her pacemaker could not be interrogated due to battery depletion; therefore, pacemaker leads parameters could not be checked as well. Subsequently, a micra leadless pacemaker was implanted successfully, resulting with the patient becoming less confused. The pacemaker system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Frick, william, et al. (2023). "Leadless pacemaker implantation in elderly patients with abandoned transvenous pacemakers with depleted batteries." Journal of arrhythmia. 2023;39:63-640. Doi: 10.1002/joa3.12866.

Manufacturer narrative:
Frick, william, et al. (2023). "Leadless pacemaker implantation in elderly patients with abandoned transvenous pacemakers with depleted batteries." Journal of arrhythmia. 2023;39:63-640. Doi: 10.1002/joa3.12866.

Event description:
It was reported per article of interest literature review that a (B)(6) female with a history of sinus node dysfunction for which a boston scientific ingenio dual chamber pacemaker was implanted in 2001, with the last generator change in 2014 and last documented device interrogation in 2016 quoting battery life of 2.5 years, was admitted to the hospital after an unwitnessed fall in the bathroom. CT head demonstrated a subdural hemorrhage with a 3 millimeter midline shift for which she did not require surgical intervention per neurosurgery team evaluation. She was found to be confused with episodes of significant sinus bradycardia during which her rate dropped around the low 40s bpm while awake. Her pacemaker could not be interrogated due to battery depletion; therefore, pacemaker leads parameters could not be checked as well. Subsequently, a micra leadless pacemaker was implanted successfully, resulting with the patient becoming less confused. The pacemaker system remains implanted. No additional adverse patient effects were reported.